Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2018, a manufacturer representative had programmed adaptive stim on group a program 1 <(>&<)> 2. However, two days later, the patient complained that when they woke up in the morning, the intensities on program 2 lying back, left and right, lying front was all 0 ma. The manufacturer representative checked the setting and intensity on the clinician programmer and found that program 2 intensities on lying back, left and right, lying front were all 0 ma. The representative had provided report from the (B)(6) 2018 which showed that they did program adaptive stim intensity in each position. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Additionally, the manufacturing site ID captured has changed from 3007566237 to 3004209178 at this time, but cannot be updated due to regulatory report filing constraints. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient first experienced their stimulation intensities being at 0 ma on (B)(6) 2018, sometimes between 24:00 and 13:00. The patient¿s adaptive stimulation settings were reprogrammed as a result of the issue. The cause of the event was not determined. There were no further complications reported or anticipated.